Manufacturer narrative:
Continuation of cocnomitant products: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for low tip to coil impedance. It was noted that the patient had a history of this alert, and the alert parameters were reprogrammed in the past. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.